Event description:
Broke on insertion, surgeon drilled, tapped and countersunk. As screw was being inserted into the first metatarsal it broke and was not retrieved from the pt. Surgeon completed the case with a metal screw. No adverse consequences reported as a result of this event. This device is used for treatment.